Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperatively an cardiothoracic surgery, during the final closure layers, the sutures were spitting from the wound.